Manufacturer narrative:
Clarification to b5 description of event and h6 adverse event problem: the initial medwatch reported right side rupture. However, this event did not occur to the device in this record, as it was explanted in 2017. Rupture will be un-reported, this record is no longer reportable to the FDA. Additional, changed, and/or corrected data: a2, b2, b5, b6, b7, h6, h11

Event description:
Healthcare professional reported removal of right side device during a "reconstructive mastoplasty" due to a diagnosis of breast cancer, which is not device-related. Device was explanted and replaced.

Event description:
Sales representative reported "rupture, cancer" diagnosed via us and MRI. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.